Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed that the observed behavior is normal and consistent with specifications. - expertise files must be created in the same platform to be directly exported using the technical analysis feature of the programmer. If the files were created on another programmer, they must be imported, and a programmer session must be opened to allow a technical analysis. - no anomaly is suspected on the programmer modules.

Event description:
Reportedly, it was impossible to export cso/dtr files using technical analysis and filtering per patient, per date and per clinical research.

Event description:
Reportedly, it was impossible to export cso/dtr files using technical analysis and filtering per patient, per date and per clinical research.